Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other brand rapid antigen. The consumer did not report if they were symptomatic.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.